Manufacturer narrative:
Device received unable to perform the displacement test due to complete broken reservoir tube lip, cracked belt clip slot and broken battery tube threads noted. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that reservoir was keeps coming out from reservoir compartment and belt clip was damaged. Customer¿s blood glucose 200 mg/dl at time of incident and current blood glucose was 87 mg/dl. Insulin pump will be return for analysis.